Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.

Event description:
It was reported telemetry could not be established using two different programmers, and there was no magnet response. The patient, taking her pulse at home through a digital device, was getting rates from 57-65 bpm, when the lower rate of the device was set to 75 bpm. The device battery was also reported to be "dead" at the current follow-up. At the patient's last visit, about 7 months prior, estimated remaining longevity was reported to be 22 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.